Event description:
Sorin group received a report that the heater cooler shut off during rewarming. The switch was on but the heater cooler had no power. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in brandon, florida. This medwatch report is filed on behalf of sorin group (B)(4). A sorin group field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported malfunction. Troubleshooting identified an ac wire that was not properly connected. Reconnecting the wire to the terminal resolved the issue. However, the ac mains board was replaced as precaution. Subsequent functional testing did not identify further issues and the unit was placed back into service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue. Evaluated on site by sorin service rep.

Manufacturer narrative:
Sorin group (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin received a report that the heater cooler shut off during rewarming. The switch was on but the heater cooler had no power. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.